Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received an unknown drug in an im plantable pump [by program details] for [indication for use]. The patient began to experienced withdrawal symptoms of increased pain, headache, anxiety, dry heaves on (B)(6) 2016; day after a routine refill. On (B)(6) 2016, the patient feels suicidal. The patient contacted her mother to be with her and her managing healthcare provider (hcp) was notified. The patient was instructed to go into the office to be evaluated. The pump was interrogated and the logs were read; no motor stalls recorded in logs. The refill septum was accessed and drug was withdrawn to rule out a pocket fill. The hcp determined the dose was not adequate to replace oral dilaudid. The daily dose was increased and the patient could use oral dilaudid if needed. The issue was considered to be resolved; no further actions were required. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.